Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with the ok and contrast keypad button symbols worn off, which has no effect on insulin delivery function. Investigation revealed evidence of contamination under all key contacts.